Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. See h10 for initial reg report for the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that the ins is not working at all. And they can't make it to the bathroom even 15 ft away. Patient said, they had to be catheterized for 3 days and don't know if that would effect things. Patient stated, they were seeing device not found when trying to connect to ins. Walked patient through connecting to ins. Patient increased stimulation and will monitor symptoms. Patient redirected to hcp regarding medical questions. Caller stated, patient is scheduled for lead revision. As patient has to have amplitude near 5-6 ma to feel stim, therapy isn't helping and stim is in the wrong location. Caller stated, when lead was implanted, it was a "difficult day" in the or as patient has other medical issues. And their motor responses are "difficult". Caller has been troubleshooting with the patient for the last 2 months. Caller mentioned, they have an "endless" number of patients that they are working on troubleshooting for. Caller inquired about longevity of patient's current ins. As hcp is questioning whether to keep existing ins at the time of the revision or replace it. Technical services (ts) reviewed information and noted, it would be up to the hcp/patient to discuss ins replacement.